Event description:
It was reported that t:slim x2 pump battery would not charge and customer received low power and power source alerts related to battery not charging, power source, and usb connection. There was no reported impact to the customer¿s blood glucose level. Customer used original tandem wall adapter and charging cable, issue resolved when pump began charging, and no further assistance was required.